Manufacturer narrative:
The cited rapid infuser and disposable set were requested for investigation but not returned to belmont for evaluation. Additional information regarding the reported event was requested but was not available. Therefore, no investigation could be carried out. The device history record could not be reviewed as the serial number was unknown. The lot number of the disposable set involved was unknown. No investigation could be carried out into the lot history of the disposable set. All disposable sets are 100% leak tested and visually inspected prior to release. No device malfunction could be verified, and the root cause of the reported issue could not be determined. A belmont clinical specialist has reached out to schedule time to review proper operation of the rapid infuser with the staff. The customer was reminded to reach out to belmont with details of the event so any reported issues can be resolved in a timely manner. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident is not yet returned to belmont for investigation. Per medwatch user facility report # mw5172036, the date of event is july 08, 2024 and the date of medwatch report is june 20, 2025 but the user facility did not inform belmont about this incident when it actually occured. Belmont became aware of this incident after receiving the medwatch report on july 14, 2025, therefore submitting this now belmont contacted the user facility to get additional details on the incident (including what fluids was infused, s/n number of the device, availability of the unit for investigation, lot number of disposable set involved, if any adverse patient impact etc.) And the user facility confirmed that they do not have any additional information available on the incident. To avoid similar incident in the future and ensure that ri-2 is used as per belmont's specifications, our territory manager is working with the user facility to schedule an on-site training for the device users. Belmont is working with the user facility to get the device involved in this incident returned for investigation. Without the results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation and on-site training is complete.

Event description:
Belmont with multiple failures preventing rapid administration of blood products.